Event description:
It was reported "repeated "possible helium loss 2" alarms - iabp failed leak test". Iab pump console was swapped to continue therapy. No alarms reported on the new pump console. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "repeated "possible helium loss 2" alarms - iabp failed leak test". Iab pump console was swapped to continue therapy. No alarms reported on the new pump console. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for ""possible helium loss 2" alarms" was confirmed upon field service based on the log file. The product was not returned for investigation. According to the field service report, the alarms were confirmed based on the log file; however, the field service agent could not duplicate the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarms. The root cause of the complaint is undetermined. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.